Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: there were 27 investigations completed during this period. Breakdown of 27 investigations with respective serial numbers are as follows: (B)(4). No product returned (B)(4) no product returned (B)(4). No product returned (B)(4). No product returned (B)(4) no product returned (B)(4). No product returned (B)(4). No product returned (B)(4) no product returned (B)(4). No product returned (B)(4) no product returned (B)(4) no product returned (B)(4) .no product returned (B)(4) no product returned (B)(4) no issues identified (B)(4) no product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No product returned (B)(4). No issues identified (B)(4). No product returned (B)(4). No issues identified (B)(4) lens cut, haptic detached the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 43 events are as follows: cartridge crack, cosmetic, other lens too big 1, cartridge damaged, cosmetic, improperly loaded 1, cosmetic 2, cosmetic, iol partially delivered, stuck in cartridge 1, cartridge crack, lens damaged 1, cartridge damaged, lens damaged 1, haptic damaged 4, haptic damaged, loading issues 1, haptic damaged, stuck in cartridge 1, lens damaged 28, delivery issue 1, haptic damaged, iol torn 1. Serial numbers of suspect products (B)(4). Site address: for the sn starting with (B)(4) the manufacturing site address is as follows: (B)(4). 16 investigations were completed and 27 are pending for the time period. From the 16 investigations: lens cut, haptic detached 1, no product returned 7, no issues identified 2, lens cut 1, cosmetic 1, lens cut 1, lens cut, haptic detached 1, iol torn 1, stuck in cartridge 1. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 43 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.